Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during testing of this fogarty embolectomy catheter, a white thread like substance was found at the connection point between the balloon and the catheter. There was no allegation of patient injury. The device was available for evaluation; however it was not received yet. Patient demographic data unable to be obtained.

Manufacturer narrative:
Added information to section h6 (type of investigation) updated section h6 (component code), h6 (impact code), h6 (investigation findings) and h6 (investigations conclusions). The report of "white thread" was confirmed. Proximal windings had partially unraveled. Balloon and distal windings were intact. Balloon inflated clear, concentric and remained inflation for 5 mins without leakage. No other visible damage was observed from catheter body. Lab findings were aligned with customer picture. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on the available information there is no evidence that supports or confirms theses failure modes are associated to a manufacturing or design defect. The manufacturing process have the controls to detect conditions related to balloon or windings. In addition, in the instructions for use it is indicated that the balloon rupture and catheter separation are the most frequent causes of reported failures as a result of excessive pull force applied to remove adherent material. Also, it is specified that to minimize the risk of vessel damage, balloon rupture, or tip detachment, the maximum recommended inflation and pull force for each size catheter must not be exceed.